Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor investigation laboratory tested retention product lot e108 for d antigen status, and the retention product performed as expected for d antigen when the product was in date. However, the presence of le(a) has not been tested while lot e108 was in date. After the transfusion reaction, a reference laboratory confirmed the presence of anti-lea, but also determined by dtt treatment that the antibody in question was igm in nature, not igg. Capture-r testing is designed to detect igg antibodies, and not igm, as described and covered in the current product labeling.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, which resulted in a transfusion reaction.